Event description:
It was reported that a pump will not auto restart after a downstream occlusion is cleared.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. It was observed that he downstream sensor current signal was elevated and out of specification. The elevated signal produced false downstream occlusion alarms which did not allow for the device to auto restart. It was also observed that the device failed downstream occlusion testing on the low pressure setting. Further engineering investigation observed that the measurement between the downstream sensor plate shim and the mounting surface was out of specification. At this time, the date of event is unknown.